Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 480 mg/dl. Customer stated she delivered 20 units of insulin with her insulin pump and upon removing the infusion set, the cannula was filled with blood and there was blood at the insertion site. Customer's symptom of high blood glucose was nausea. She was treated intravenously and received manual injections, as well. During troubleshooting, small champagne sized bubbles were found in the infusion set tubing. Insulin did exit during a manual prime and no leaks were found. There was a no delivery alarm in the history that had occurred on (B)(6) 2015. The high pressure test was performed and passed. Nothing further reported.